Event description:
It was reported that 37 days after implant of a transcatheter aortic valve (tav), a transthoracic echocardiogram (tte) revealed mode rate-severe paravalvular regurgitation. 42 days after the procedure, a tte was obtained which indicated valve migration towards the patient's ventricle in addition to moderate-severe paravalvular regurgitation. 50 days after implant of the valve, an MRI was obtained which revealed severe paravalvular regurgitation. Subsequently, the patient received intervention in the form of a valve-in-valve transcatheter aortic valve replacement. Per the physician, the depth of implant contributed to the event. Additional information was received that during the implant procedure, the valve was deployed at a depth of 7-8 millimeters (mm). Additionally, the valve migrating to a deeper position post-implant caused the aortic regurgitation. The tav-in-tav was performed with a 23 mm non-medtronic transcatheter valve.

Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 37 days after implant of a transcatheter aortic valve, a transthoracic echocardiogram (tte) revealed moderate-severe paravalvular regurgitation. 42 days after the procedure, a tte was obtained which indicated valve migration towards the patient's ventricle in addition to moderate-severe paravalvular regurgitation. 50 days after implant of the valve, an MRI was obtained which revealed severe paravalvular regurgitation. Subsequently, the patient received intervention in the form of a valve-in-valve transcatheter aortic valve replacement. Per the physician, the depth of implant contributed to the event.

Manufacturer narrative:
Corrected data; h6. The following coding was inadvertently included in the initial report - medical device component g07001, medical device problem a050401, health effects (clinical signs and symptoms or conditions) e0621 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 37 days after implant of a transcatheter aortic valve, a transthoracic echocardiogram (tte) revealed moderate-severe paravalvular regurgitation. 42 days after the procedure, a tte was obtained which indicated valve migration towards the patient's ventricle in addition to moderate-severe paravalvular regurgitation. 50 days after implant of the valve, an MRI was obtained which revealed severe paravalvular regurgitation. Subsequently, the patient received intervention in the form of a valve-in-valve transcatheter aortic valve replacement. Per the physician, the depth of implant contributed to the event.